Manufacturer narrative:
Date sent to the FDA: 05/01/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that patient underwent partial removal and revision surgery on(B)(6) 2015 during which the surgeon noted this mesh and plug were densely adherent to the inferior epigastric vessels, which was also closed to near the femoral region and for that reason, the entire mesh could not be removed. Old synthetic mesh and plug located in the direct space of the right inguinal hernia area. There was a recurrence of the hernia involving the femoral area and the indirect space. Old synthetic mesh and plug were partially removed. The majority of this was removed. However, a small portion was left on the area of the base of the inferior epigastric vessels. It was reported that patient experienced chronic pain, mesh erosion and dense adhesions. No additional information was provided.